Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up identified the patient's discomfort has subsided since the revision of the ipg pocket.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent an ipg pocket revision on (B)(6) 2016 due to discomfort at the ipg site. The patient stated the ipg was rubbing uncomfortably at the beltline. The patient's ipg pocket was revised from the left beltline up to the left flank.